Event description:
Treatment of a carotid ophthalmic aneurysm. During pipeline deployment, it was reported that the pipeline got twisted and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the pipeline was returned for evaluation. The cause for the experience reported could not be determined as the returned pipeline was found opening and absent of the delivery system.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).